Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Correction to g3 on the initial MDR, the aware date should have been may 9, 2024. Based on the results of the investigation, the foreign material could not be identified. It was unknown whether reprocessing was practiced in accordance with the instructions for use. A definitive root cause cannot be determined. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): instructions for gif-1200n, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif-1200n, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus the gastrointestinal videoscope has an insufficient angle. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, it was observed that the play of the up and down knob was out of standard due to wear of the angle wire. Upon further inspection, it was observed that foreign objects were clogging the nozzle. Due to this clog, the water removability did not meet the standard value. This finding was due to insufficient cleaning or handling of the scope. It was also observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was observed that the connecting tube had a dent due to a handling issue. It was also observed that the control unit had discoloration due to handling. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: bending section cover, connecting tube, scope connector cover unit, lock engagement lever, lock engagement knob, right and left knob, up and down knob, switch box, scope cover, universal cord, grip, control unit, and on the scope connector. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. It was unknown if the facility delayed the start of precleaning on the equipment after use. It was unknown if during the precleaning process, the customer supplies air and water through the nozzle. It was confirmed that the facility flushes the air and water nozzle with detergent solution. It was unknown if the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.